Event description:
The customer reported that a 55 ml bag of penicillin "infused too fast" and that it was "possible tubing not set in pump correctly." There was no pt harm or medical intervention. The customer stated no further pt or event information is available.

Manufacturer narrative:
(B)(4). The devices have been received and an evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.